Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus adhesion on the metal surface; the glass cap exhibits mild devitrification at output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 51,095 joules, while using the side-firing surgical fiber during a prostate procedure, the physician noticed that the beam looked brighter than normal; aiming beam fires straight out of fiber. Upon further inspection of the fiber, the beam was shining from top of the tip. The fiber was replaced and the procedure completed using a second fiber for 123,605 joules of use. Patient outcome: "no injury." There was no patient injury reported.